Manufacturer narrative:
D4. UDI (B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in japan, transcatheter aortic valve implantation was performed via the transfemoral approach. The s3ur valve was deployed at nominal inflation volume (first inflation; manometer reading: 6 atm). Post-dilatation (second inflation) was performed using the same inflation volume as the first; however, the manometer of the inflation device indicated 4 atm. The devices were temporarily withdrawn from the patient, and the pressure gradient between the ascending aorta and the left ventricle (lv) was measured, which was 13 mmhg. Although this value was within the acceptable range, the devices were reinserted into the patient to further reduce the gradient, and a third inflation was performed with an increased volume of nominal +0.5 cc. However, despite the increased volume, the manometer reading did not rise, and the tactile resistance during inflation did not significantly increase, raising suspicion of a possible leak from the devices. The devices were removed from the patient, and an assessment for leakage was conducted outside the body. After inflation outside the body, the inflation device was locked, and it was confirmed that there was no balloon deflation and no decrease in manometer pressure; therefore, no leakage could be identified. As the possibility of device malfunction could not be completely ruled out, a fourth inflation for the s3ur valve was performed using a new edwards transfemoral 20 mm balloon kit instead of the original devices.